Event description:
Boston scientific received information that this local representative contacted technical services to report that this device and competitor right ventricular (rv) defibrillation lead was exhibiting high rv pacing impedance (2000 ohms) and increased rv pacing threshold (2.3 volts at 0.5 ms). In (B)(6) 2010, the rv pacing impedance was 640 ohms and the rv pacing threshold was 1.0 volts at 0.5 ms. The patient did receive quick convert therapy and an inappropriate shock. Noise was identified on the rv electrogram channel. The patient is not pacemaker dependent but possible no capture while tracking p-waves. The local representative commented that the rv shock impedance measurement was within normal limits. Technical services discussed additional troubleshooting techniques and could not rule out the possibility of a lead fracture or loose connection. No additional information was available from the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.